Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a bowel tumor procedure, the doctor made an inappropriate shot, did not close all the warheads.